Manufacturer narrative:
It was reported on august 27, 2020, the tip of an inter-lock screwdriver was bent found still in the sterile processing catalog. The repair technician reported the device tip is broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition was confirmed for the inter-lock screwdriver t25/3.5 mm hex.224 mm (p/n: 03.010.473, lot #: 8184717). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot, part number: 03.010.473. Lot number: 8184717. Manufacturing site: (B)(4). Release to warehouse date: 27. Nov. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the tip of an inter-lock screwdriver was bent found still in the sterile processing catalogue. There was no patient involvement. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).